Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% superficially stenosed target lesion area was located in a mildly tortuous and mildly calcified mid to the distal right coronary artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon device was able to cross the lesion, but the balloon ruptured when a pressure of 4atm was applied. The procedure was completed with a different device. No patient complications reported.